Event description:
The pt lost stimulation sensation after bending over to put his shoe on. The pt continued to feel no stimulation after the device amplitude was increased to 7 volts. The pt's status was reported as 'fair'. Device registration system indicates that the neurostimulation system was replaced approx 1 month after the initial complaint. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.